Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified the statement "feeling a sensation down their leg and in their pointing finger" that the issue was "strange vibrations similar to interstim." When asked the cause of the issue, the patient indicated the cause was not determined, but noted the likely cause as being "I've got so many back surgeries, who knows?" When asked what steps were or will be taken to resolve the event, the patient noted "[hospital name] has been great."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they tripped over their cell phone cord last thursday and now they are feeling a sensation down their leg and in their pointing finger. Patient said they got up in the middle of the night because they felt the need to go to the bathroom, but they didn't fall all the way down. Patient thought maybe they bent more than they should have and tugged at the wire or something during the fall. The patient was redirected to their healthcare provider to further address the issue.